Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which a "free flow" was detected immediately upon connecting to a sigma spectrum pump, programmed at an unknown rate, to treat a patient for alteration in mental status. Per the report, the customer changed the sigma pump, using the same IV set and the problem recurred immediately. The customer then changed the IV set and the issue resolved without further event. There is patient involvement; however, there is no patient injury or adverse event associated with this report. The customer did not have information regarding if the set was inverted and the check valve tapped during priming, per label copy, or how clamps were used during the event. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was returned for evaluation, which did not confirm the condition. During the evaluation, no obvious defects were noted in the visual inspection. Additionally, the sample underwent simulated use testing, with no issues identified. A batch review could not be performed since the lot number was not provided. Therefore, the condition could not be confirmed and the assignable cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.